Event description:
The customer reported that the jaws could not be opened or closed during a bariatric procedure. The user noticed a piece of wire protruding from the area just below the jaws. Another device was used to finish the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.